Event description:
Information received by medtronic indicated that the they were in swimming pool and insulin pump was exposed to fluid and got wet. Customer stated that they tried to turn it on but only medtronic logo appears. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. On (B)(6)2022 the customer reported a frozen medtronic logo screen and exposure to moisture. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: faded serial number label, cracked middle (enter) keypad button, scratched case. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. Insulin pump was received with a frozen medtronic logo screen. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the frozen display. Unable to download/upload using crest/thus due to the frozen display. After visual inspection, there is corrosion in/around the following: keypad flex cable terminal; electric board 1, back of the lcd screen. After plugging a known good electric board 2 and a known good electric board 1 into the original case, the insulin pump booted up normally. After plugging a known good electric board 2 into the original electric board 1 and then into the original case, the unit was able to boot up normally again. After plugging the original electric board 2 into a known good electric board 1 and then into the original case, the unit booted up to a frozen medtronic logo display. In summary, the customer's report of a frozen medtronic logo screen and exposure to moisture both were confirmed. The frozen display is due to electric board 2 and the moisture damage on electric board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.